Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the customer's blood glucose was 537 mg/dl. Customer changed the infusion set but the blood glucose was not going down. Customer treated with the pump. Customer had numbness of the lips. Customer stated that he has a back-up plan. Customer was assisted with removing the reservoir and rewinding the pump. Customer ran a manual prime and the insulin did exit the tubing. Customer performed the high pressure test. Customer passed. Customer was advised to do a complete set change. Customer also found that the sensor was not getting any readings. Customer's blood glucose was higher than 400 mg/dl and went to 500 mg/dl as he cold not calibrate. Customer has already treated. Customer was advised to wait for an hour and monitor his pump and blood glucose. Customer was advised to calibrate when his blood glucose is stable.